Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, a temperature change had occurred to the pump prior to the occlusion alarm declaring. Blood glucose was 330 mg/dl. During troubleshooting, a test bolus was delivered and insulin was observed dripping out of the infusion set tubing as expected. Recommendation was made for the customer to change the supplies.